Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetfulness"), fatigue ("fatigue"), nausea ("nausea"), alopecia ("alopecia"), migraine ("migraine headaches"), menstruation irregular ("irregular menstruation"), abdominal distension ("bloating") and rash ("rashes"). The patient was treated with surgery (underwent a surgical removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, memory impairment, fatigue, nausea, alopecia, migraine, menstruation irregular, abdominal distension and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, genital haemorrhage, memory impairment, menstruation irregular, migraine, nausea and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.